Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Water tightness was lost and air leak was noted due to a scratch on switch button 4. In addition to the foreign matter found clogging the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover had a crack; the water removal ability did not meet the standard value due to clogging of the nozzle; the image was not displayed due to damage on the charged coupled device unit; there was a double image due to damage on the circuit board unit in the endoscope connector; and there were dots smudged and connected on water detection sticker . Lastly, there were scratches found on switch#1, switch4, the object lens, the plastic distal end cover, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an air leak from its switch. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found clogging the nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.